Event description:
It was reported that (2) devices were used during a gallbladder procedure. It was reported by the affiliate that the 512sd's had torn gaskets. The case was completed by using another instrument. There was no consequence to the pt.